Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer stated that the drive support cap is not damaged. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind and displacement test. However, we were unable to prime device during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. We were unable to perform excessive no delivery test due to prime anomaly. The drive support was inspected and no anomaly noted. The insulin pump was received with cracked battery tube threads and minor scratches on lcd window.